Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in that field action. Concomitant product(s) : 6940-52 lead, implanted: (B)(6) 1999. A 693335 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient experienced an infection and their implantable cardioverter defibrillator (ICD) system was extracted. It was also noted the right ventricular (rv) lead experienced a lead fracture, high impedance, no capture at maximum output, and high thresholds. No further patient complications have been reported as a result of this event.